Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that the patient presented with an episode of vt. Intermittent undersensing of r-waves was observed although the device detected and treated the arrhythmia appropriately. The device was successfully explanted and replaced. Patient was doing well post-procedure.